Event description:
It was reported that the customer's device had issues with the battery lasting shorter than usual, a broken charging cover, and it took longer to charge. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting and no additional resolution steps were taken as they were out of warranty, leading to the closure of the case by cts after unsuccessful attempts to obtain further diagnostic logs.